Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed because no medical information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been 1 other similar events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Mhra report stated that patient had hip replacement in 2015. In (B)(6) 2018, the patient presented with fracture to neck of left femoral prosthesis and incident reported for equipment failure. The patient underwent revision surgery.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
(B)(6) report stated that patient had hip replacement in 2015. In (B)(6) 2018, the patient presented with fracture to neck of left femoral prosthesis and incident reported for equipment failure. The patient underwent revision surgery.